Manufacturer narrative:
(B)(4). Date sent: 4/13/2020. D4: batch #t5dp3v. Investigation summary: the analysis results showed that one gst60g cartridge reload was received fully fired. Upon further inspection, the reload was found to have damage on the knife channel, as it appears that a staple was dragged along the channel causing staple plow on the upper walls. No functional test could be performed due to the condition of the reload. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled to ensure that no hard obstruction, such as a clip, is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was received: did the damage occur right out of the packaging, during loading/unloading, or in the operative field? In the operative field. Was the plastic portion of the cartridge damaged? Yes. Was the metal cartridge pan separated from the plastic portion of the cartridge? No.

Event description:
It was reported that during a lap sleeve gastrectomy, a piece of the main body of the reload came off in the operative field and was picked up by the grasper (a piece of the green body of the cartridge). The plastic portion of the cartridge was damaged. The metal pan did not separate from the plastic portion of the cartridge. There was a five minute delay in the surgery. There were no patient consequences.